Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the nozzle has foreign objects, the angle wires were stretched, the adhesive on the bending section rubber has a chip, the adhesive on the bending section rubber has a crack, the adhesive on the bending section rubber has white-clouded area, the remote switch has a scratch, the adhesives around objective lens has white-clouded area, the adhesives around the light guide lens has white-clouded area, the plastic distal end cover has a dent, the connecting tube has a dent, the connecting tube has a scratch, the suction cylinder is shaved, the image guide protector has a scratch, the plastic distal end cover has a dent, and the connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had air/ water flow issues from the air/ water flow system. Inspection and testing of the returned device found the nozzle contains foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.